Event description:
The distributor reported for their customer that the AED is depleting batteries prematurely. This is the second battery pack to be depleted before its expiration date. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The distributor reported for their customer that the AED is depleting batteries prematurely. They have two battery packs to become depleted before its expiration date. The battery pack expiration date is april 2028, the pads expiration date is not reported, and the maintenance schedule is not reported. The distributor sent a new battery pack to the customer in may 2024, and after the customer used the battery pack for a month, it was depleted. Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions.